Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 (B)(4): information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pain at the battery sight. Unable to touch the area. The cause was unknown. Impedance check resulted within normal range. Doctor palpated the area and asked questions. Physician performed a pocket revision to straighten the battery. The issue was resolved.